Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a very calcified left anterior descending artery. A 2.5x15mm apex balloon was advanced to the ramus artery and inflated to 10 atms for 22 seconds, 12 atms for 23 seconds and 14 atms for 25 seconds. The patient complained of chest pain that resolved with balloon deflation. A 2.25x28mm taxus atom drug eluting stent was advanced to the lesion and could not cross. A 2.25x12mm taxus atom drug eluting stent was then advanced to the lesion and could not cross. A 2.5x15mm non bsc balloon was advanced to the ramus artery and inflated to 14 atms for 35 seconds. A 2.25x12mm taxus atom drug eluting stent was advanced to the lesion and dislodged in the left main artery. The procedure ended at this time and the patient was taken to surgery for an emergent coronary artery bypass grafting procedure. No further patient injuries or complications occurred. Patient status is satisfactory.